Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: refz0992 . Medical device expiration date: 30nov2026. Device manufacture date: 16mar2022. Medical device lot #: refz2648. Medical device expiration date: 30nov2026. Device manufacture date:16mar2022. The initial reporter also notified the FDA on 07 sep 2022. Medwatch report # mw5111959. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there black specks in it .

Manufacturer narrative:
Investigation summary: four samples received by our quality team for investigation. Two from batch refz0992-unused, unopened and opened in original packaging blister, one from batch regn2119 -opened in opened original packaging blister, and one from unknown batch- no packaging blister. Upon visual inspection of the needles, no defects or issued observed. One photo was received, upon visual inspection, black specks on the hub of needle were observed, therefore the failure is confirmed. Physical samples did not match the photo received for this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there black specks in it .

Manufacturer narrative:
Four samples received by our quality team for investigation. Two from batch refz0992-unused, unopened and opened in original packaging blister, one from batch regn2119 -opened in opened original packaging blister, and one from unknown batch- no packaging blister. Upon visual inspection of the needles, no defects or issued observed. One photo was received, upon visual inspection, black specks on the hub of needle were observed, therefore the failure is confirmed. Physical samples did not match the photo received for this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported while using the bd safetyglide¿ needle only, 25 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there were black specks in it .